Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the balloon tore during the catheter change and removal.

Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint, we searched for other complaints and we found none regarding the lot number burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed, on folysil silicone catheter, on the same defect "balloon burst", from december 2021 to december 2025: 183 similar cases were found.

Event description:
According to the available information the balloon tore during the catheter change and removal.